Manufacturer narrative:
Additional information was added to h4 and h6. H10: the actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples were also gravity tested and then leak tested under water; no leak was observed. The reported condition would not be verified. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connector of continu-flo solution set snapped off from the tubing . This was observed when administering unspecified medication to a patient. There was no patient injury or medical intervention associated with this event.